Manufacturer narrative:
(B)(4). Evaluation: conclusion: using a damaged/broken product.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the package of delivery system was opened, and then the backend wheel was confirmed to be broken. The physician supported it with one hand and successfully implanted the stent graft with no issue during evar. No clinical sequelae were reported and the patient is fine.